Event description:
Related manufacturer reference number: 2017865-2022-13024. Related manufacturer reference number: 2017865-2022-13021. Related manufacturer reference number: 2017865-2022-13022. It was reported that the patient expired due to ventricular fibrillation. The implantable cardioverter defibrillator delivered shocks but was unable to convert rhythms.

Manufacturer narrative:
Correction h6 codes health effect - clinical code was ventricular fibrillation should be arrhythmia.

Manufacturer narrative:
The reported events were patient deceased and inadequate hv output. A partial lead (connector portion) was returned in one piece. Electrical tests and x-ray found no anomalies. Visual inspection no anomalies except for procedural damage.